Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired. The cause of expiration was noted as stroke and hospice. The pump was not explanted. An autopsy was not performed and the pump and other equipment will not be returned for evaluation.

Manufacturer narrative:
Approximate age of device - 3 year, 11 months. The device is not available for analysis. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.